Manufacturer narrative:
Investigation: the customer confirmed that the expiration date of the red cells was 03/24/2021. The customer provided plasma free hemoglobin test results: channel contents before centrifugation: channel hemoglobin: 14.5g/dl & hematocrit: 49.5%. Supernatant of channel contents: channel plasma free hemoglobin: 0.2g/dl. % of hemolysis: [(1 - 0.495) *0.2]/14.5 = 0.7% waste bag contents before centrifugation: waste bag: hemoglobin 9.0g/dl & hematocrit: 29.9%. Supernatant of waste bag contents: waste bag plasma free hemoglobin: 0.0g/dl & hematocrit: 0.1%. % of hemolysis: [(1 - 0.299) *0.0]/9.0 = 0%. The customer confirmed correct solutions (saline and acd-a) were connected. The rbcs separated when the product/tubing is spun or rested. Clotting was observed in the channel. No custom prime was performed. The customer provided pictures in lieu of the disposable set to further aid in the investigation. The photographs confirmed hemolysis in the channel connector, the interface appeared to be turbulent possibly due to clotting in the connector. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the event. The disposable lot query was performed for lot 2102043330 and no similar reported occurrences were received against this lot to date. Root cause: a definitive root cause for the discolored plasma could not be determined. Possible causes include but are not limited to: the patient's underlying disease state. Occlusions/clots in the circuit causing shear induced hemolysis. Residual hemolysis from dissolved clots when tpa was used to clear the patient's access.

Event description:
The customer reported receiving "cells were detected in the plasma line" alarm during a single needle red blood cell exchange (snrbcx) procedure, towards the end of first exchange of red cells unit on a sickle cell disease patient. The customer confirmed the plasma line was red. The customer verified that the patient did not have any hemolysis prior to this procedure. Hemolysis was observed in the channel connector and the plasma line (red tinged). The expiration date on the packed red cells was 24 march 2021. The attending physician decided to stop the procedure and ordered a transfusion work up. The physician did not confirm that the hemolysis was due to disease state. The attending physician ordered transfusion reaction tests to be completed. The patient was stable, after the transfusion work up. The customer cleared the patient's line with tissue plasminogen activator (tpa) while waiting for the transfusion work up results and the procedure was re started with anew set and there were no further issues. Per the transusion work-up, most of it was related to line not working, after the nurse put in tpa, there was no more problems. The disposable set was not available for return because it was discarded by the customer.